Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that something pointed out under the skin on the right side of the incision noted during a follow-up in clinic visit. Physician suspects it may be a suture that pointed out under the skin and elected to revise the pocket so that it may not erode to the outside of the skin. On (B)(6) 2019 pocket revision was performed. It was noted that the pocket site had no redness, swelling or erosion noted on the outside of the skin. Once the device pocket was opened, it was observed that a suture had been used to tie the pacer down at the initial implant and had formed a pointed edge that pushed out against the right edge of the pocket incision. Physician revised the pocket by making it deeper and placed the pacemaker in the pocket with the header facing downward. No suture was used on the header to hold the pacemaker in place. The patient was stable before, during, and after the procedure. The pacemaker system function was checked following the pocket revision and was functioning normally.